Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the jet socket cylinder stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the jet socket cylinder. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.